Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26aug2019. The manufacturer¿s international service technician confirmed the reported display issue via the presence of data acquisition(da) printed circuit board assembly(pcba) analog to digital converter(adc) reference failed, auxiliary alarm supply failed, 35 volt failure, over voltage protection(ovp) circuit failed, backup alarm failed alarm message, alarm led failed errors. The manufacturer¿s international service technician replaced the power management pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
Display not functioning. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.